Event description:
It was reported that the touch screen of the rf generator did not work during a procedure resulting in the procedure being cancelled. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Not received.

Manufacturer narrative:
Upon evaluation of the device the reported event was not duplicated. The touchscreen was replaced due to moisture damage. The device was repaired and returned to the user facility.

Event description:
It was reported that the touch screen of the rf generator did not work during a procedure resulting in the procedure being cancelled. There were no patient or user injuries, and no adverse consequences.